Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, three patients had an unexpected postoperative outcome due to "flipped axis" of astigmatism. The patient's medical records were provided by the surgeon. At the patient's one week postoperative examination, her vision was 20/20 uncorrected and the surgeon stated that patient was doing well. However, during the one month postoperative examination, the patient reported intermittently seeing a "white glob" in her field of vision (lasting seconds). The patient reported a history of temporal arteritis. She noted worsening of headaches, dizziness, intermittent diplopia which lasts a "few" minutes, and proximal muscle weakness. The patient's ucva was noted to have decreased from 20/20 at her one week postoperative visit, to 20/50 at this visit. Her vision was correctable to 20/20. The surgeon noted the patient's history of temporal arteritis and stated the systemic symptoms were suggestive of an exacerbation. He discussed her case with a rheumatologist. The surgeon also noted the patient was having symptoms suggestive of a transient ischemic attack (tia) or cerebrovascular accident (cva) in the examining room. An ambulance was called and the patient was sent to the emergency room for further evaluation. Additional information has been requested. There are three medical device reports associated with these events. This report is for the second patient.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The root cause could not be identified by the investigation. Additional information was requested by phone, fax and mail on 04/20/2012 and 05/02/2012. A completed questionnaire has not been received. Medical records were received on 04/17/2012. (B)(4).